Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly and over delivery. The customer reported bruise, hemorrhage/bleeding, hypoglycemia which did not require treatment. The event involved product(s) mmt-7020a, mmt-332a, mmt-1780kpk, mmt-396a. Troubleshooting could not be performed. No further patient complications were reported. No product return is required for mmt-7020a. No product return is required for mmt-332a. No product return is required for mmt-1780kpk. No product return is required for mmt-396a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0874 inches. No over delivery anomalies noted during testing. No rewind alarms noted during test. Motor was tested outside of the device and passed. Unit successfully downloaded to thus and carelink. Confirmed 68.85 units of normal bolus was delivered on (B)(6) 2024 between 11:24:38.000 and 20:19:25.000. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded motor home switch, and corroded battery tube. The p-cap/reservoir does lock properly. Pump passed functional testing and no over delivery or rewind anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.